Event description:
It was reported there was an increase in false positive for the bd bactec¿ fx, instrument top, packaged. There was no report of confirmatory testing. There was no indication of results reported to clinician. There was no report of patient impact. The following information was provided by the initial reporter: our client noticed when she returned from vacation that the number of false positives had increased on this instrument.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was an increase in false positive for the bd bactec¿ fx, instrument top, packaged. There was no report of confirmatory testing. There was no indication of results reported to clinician. There was no report of patient impact. The following information was provided by the initial reporter: our client noticed when she returned from vacation that the number of false positives had increased on this instrument.

Manufacturer narrative:
H.6. Investigation summary customer reported "false positive" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to the instrument after the logs are reviewed. This is an unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not related to the instrument. Complaint history for ¿results¿ was reviewed for the month of (B)(6)2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.